Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test and force sensor test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received missing reservoir tube o-ring, serial number label missing, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the power error occurred within 4 hours of the previous troubleshoot occurrence. The product was returned for analysis.